Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the probable causes include: - the event occurred due to deformation of the forceps channel. - the event occurred due to breakage of the instrument. - the event occurred due to foreign material in the forceps channel. Following the instructions for use (IFU) may prevent the occurrence of the event: operation manual. 3.8 inspection of the endoscopic system. Inspection of the instrument channel and forceps elevator. Operation manual. Important information, please read before use. Precautions. Operation manual. 3.6 inspection of ancillary equipment. Operation manual. 4.3 using endotherapy accessories. Reprocessing manual. 5 reprocessing the endoscope (and related reprocessing accessories). Reprocessing manual. 7 reprocessing endoscopes and accessories using an aer/wd olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus that a duodenovideoscope had a possible object stuck in the lumen. It is unknown when the reported issue was found. There was no harm or user injury reported due to the event.